Event description:
It was reported that the patient presented in the operating room for changeout due to normal eri. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.